Event description:
It was reported that the customer had low blood glucose levels (62 mg/dl), and had a seizure. Customer drank soda and got her basal settings adjusted to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.